Event description:
Stapler misfired and pushed tissue forward instead of sealing. A new stapler was opened and loaded to complete the procedure. Manufacturer response for davinci sureform stapler, davinci sureform (per site reporter). Formal complaint filed and logged under RMA. Product requested to be returned for investigation.